Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field servicing engineering (fse) visited the customer to address the reported event. During servicing, fse found that the error was triggered by faulty bar codes placed on control cups. The customer reprinted bar codes on a different printer and could visibly see a difference in bar codes. Fse then ran calibration, quality controls (qc), and patient runs with no further errors. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13794801 from 06-oct-2017 through aware date 06-nov-2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 680 calib pos error the calibrator bar code was not able to read or the placement order was incorrect. The most probable cause of the reported event was due to faulty barcode placed on the control cups.

Event description:
A customer reported getting a 680 calib pos error message while running calibration on the g8 instrument. Technical support instructed the customer to rerun the calibration and error seemed to have resolved after trying to recalibrate twice. The customer stated that they were running samples after the calibration and on about the fourth rack, the error occurred again. The customer then found that the calibration button was not highlighted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.